Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: requested, not provided due to hospital policy.a6: race: requested, not provided due to hospital policy.d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted.one (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, locator, and carrier tube.the device was visually inspected and found to have been in unused condition. The locator and hemostasis sheath were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. No other damage or issues were identified.the locator and hemostasis sheath were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. An investigation was requested from the manufacturing facility due to the deformation observed at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.

Event description:
Terumo medical corporation received the following reported information: after completing an iat procedure, the physician attempted to achieve hemostasis using a 6 french angio-seal. When advancing the sheath, resistance was encountered during insertion into the patient despite multiple attempts from different angles. The physician then tested insertion using a standard terumo 6 french sheath, which advanced without issue. An echographic assessment also confirmed that there was no plaque present near the access site. The physician subsequently opened and used a new 6 french angio-seal, with which hemostasis was successfully achieved. No blood loss was reported.